Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: (B)(4) the full lead was returned, analyzed, and the helix had disengaged from the helical channel. It was also noted that there was blood in/on the helix mechanism and sleevehead.

Event description:
It was reported during implant that the helix was retracted for repositioning. The helix would not re-deploy after twenty-three turns. The lead was removed and a new lead implanted. There were no patient complications reported as a result of this event.